Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a patient with a pain stimulation implantable pulse generator (ipg) experienced stimulation going around to the stomach and rising to a high location, as well as pain in a high location that was not typical for the patient. The patient reported that stimulation was only reaching the right side and not both sides, and there was a lack of pain relief from the stimulator. The patient described daily chronic pain, they had been using ice for four days, along with medication and muscle relaxers, to manage pain. The patient stated that all stimulation groups and settings had been tried without relief. The patient was redirected to their healthcare provider to further address the issue.